Event description:
A malfunction was reported with the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. Customer will continue to use current pump; will rely on alternate method if necessary.